Event description:
Boston scientific received information that during a follow up visit, interrogation of this device and right ventricular lead revealed a high out of range shock impedance measurement. All other lead measurements were within normal limits. A lead revision is intended in the near future. No inappropriate shocks or pacing inhibition were noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional informaiton was received. A lead revision procedure was performed. Visual inspection did not reveal any connection issues or lead damage. The lead was surgically abandoned and a new lead was reconnected to this device.